Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons had become unresponsive and the symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were intermittently responsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts. Evaluation revealed that the keypad button symbols were worn off, which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.